Event description:
A report was received that the patient is frequently charging their implant. A bsn representative analyzed the patient's database and confirmed a high impedances battery. It was recommended that the patient's ipg be replaced.

Manufacturer narrative:
The explanted ipg passed visual and photographic imaging. The complaint was confirmed and found that the negative jumper to mandrel weld failed. The failed jumper tab weld was the reason why the battery failed to cycle properly, which resulted in the frequent ipg charging.

Event description:
A report was received that the patient is frequently charging their implant. A bsn representative analyzed the patient's database and confirmed a high impedances battery. It was recommended that the patient's ipg be replaced.